Event description:
It was reported that the cardiac re-synchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) loss of capture. Additionally, there were some extra deflections that do no appear to be physiologic. The patient was evaluated in the clinic and there were non-cardiac deflections on the lv electrogram (egm) that were being sensed and caused pacing inhibition. There was intermittent loc with higher outputs. Troubleshooting was performed and impedance measurements were within range. Technical services discussed device programming options. At this time, the device and this non-boston scientific lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).